Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation of the pacemaker revealed an elective replacement indicator alert indicating early battery depletion. Premature battery depletion was suspected. No intervention was made at this time. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.